Event description:
It was reported that during use (after no issues were observed during pre-testing), foley catheter experienced a malfunction in which the device did not insert properly into the patient and difficulty was encountered when attempting to withdraw fluid, leading to discontinuation of use, and the lot number was not available.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.